Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs showed evidence of a memory verification failure in the logs. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. The cause of the handle error and piezo sounding after connection of a clamshell is due to the memory fence error. Corrective actions to make the handle more resistant to memory fence errors have been implemented. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thorascopic esophagectomy, while on resection of azygos, the first firing was completed, but when the release was attempted to be performed, the knife stopped in the middle. The display of the power handles showed power handle errors (without shell), and alarm kept ringing. All the buttons had no response. When the reported product was replaced to another power handle, release was able to be performed. The surgical time was extended by less than 30 min. There was no patient injury.